Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The auxiliary water channel was flushed with water. The customer stated there were no abnormalities in the accessories used for reprocessing. The auxiliary water channel was flushed with detergent solution. There were no other concerns with reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a foreign object inside the secondary water supply tube. There was no patient involvement.